Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose, and then realized the insulin pump had a blank display. The customer's blood glucose was 342mg/dl. During troubleshooting the customer stated the pump display keeps coming on and off. Customer inserted a new battery and display returned. In addition, the customer reported a failed battery test during troubleshooting. Advised customer to continue monitoring the insulin pump and will send a replacement battery cap as a courtesy.